Event description:
During an electrophysiology procedure using a reflexion spiral ep catheter, an electrode became detached. Upon removal of the catheter from the sl1 introducer, it was noted that the proximal electrode had detached and slid a coupled millimeters toward the distal end of the catheter. The catheter was replaced to complete the procedure without incident. Ther were no adverse consequences to the patient.

Manufacturer narrative:
One reflexion spiral duo-deca ep catheter was returned for evaluation. The results of the investigation concluded that electrode 20 was bent, flared and was shifted distally and overlapped electrode 19 on the spiral loop shaft due to the variation of the nitinol hoop wire, which determined the location of the ring on the wire in relation to the bend on the shaft. Use of the straightener resulted in dislodgement of the uv trim and the electrode from its original placement. The catheter met specifications prior to release from sjm manufacturing facilities as supported by the device history record.